Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose values on the advantage system of 376 mg/dl on one particular vial of test strips back to back with a different vial of test strips from the same lot of 76 mg/dl. Customer stated the tests were performed 5 minutes apart, however, did not indicate the location of the testing. Customer indicated glucose results had been higher the previous 4 to 5 days, however, she did not have any high glucose symptoms during that time. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot number 548991 with an expiration date of 04-30-07.